Manufacturer narrative:
The cycler was returned for evaluation. Exterior visual inspection showed no signs of physical damage. Unable to verify touch screen due to screen being blank. An internal inspection of the cycler showed that the inverter board on the front panel assembly was heat damaged. The inverter board supplies the dc voltage which illuminates the lcd display. There were no other discrepancies encountered in the internal inspection of the cycler.

Event description:
A peritoneal dialysis patient reported the cycler's screen was blank and the stop and ok keypads were lighting up. The patient stated the screen remained blank and there was burning smell coming from the cycler. During evaluation the cycler's display inverter board was found to have thermal damage.